Manufacturer narrative:
An event regarding revision due to pain and poly wear involving an unknown acetabular liner was reported. The event was confirmed. Clinician review of the provided records confirmed the reported poly wear; the reviewer indicated "little poly wear noted on x-ray. Poly wear noticed is not excessive for the 16 years reported implantation." A full review was not performed; the revision op report, report/documentation if surgery relieved the pain, and examination of components would be required to provide a full dictation. The root cause could not be determined due to the minimal information received. The revision op report, report/documentation if surgery relieved the pain, and examination of components would be required for the consulting clinician to provide a full dictation.

Event description:
It was reported that there was a right hip revised due to pain and poly wear.

Event description:
It was reported that there was a right hip revised due to pain and poly wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.